Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired over the cystic duct and the clips were scissored. Another device was used to complete the case with no patient consequence. The device was discarded.

Manufacturer narrative:
Date sent: 05/11/2009. Device was not returned for evaluation.